Event description:
Pt was being given an im testosterone injection. After instilling the medication, the clinician attempted to withdraw the syringe/needle and the needle separated from the hub and remained in the pt. The clinical was able to successfully retrieve the needle and there was no harm to the pt.